Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrode pads. The area was described as an irritation with open wounds and discharge. During a follow up, it was reported that the patient's nurses were caring for the rash and had covered it. The final medical outcome of the irritation is unknown at this time.